Event description:
A customer at "(B)(6)" reported discrepant results in three patients with measles while using; vidas® measles igg test.

Manufacturer narrative:
A customer in the united states reported discrepant results associated with vidas® measles igg test lot 1003910510 and another method (quest). Results of the internal biomérieux investigation are as follows: the analysis of the batch history records showed no anomaly, but some positive sera were found outside of the internal norms; however, without changing of serological interpretations. No other complaint was recorded for vidas® measles igg lot 1003910510/160213-0 . No possibility to test samples due to the expiration of vidas® measles igg lot 1003910510/160213-0 as of 13feb2016. Vidas® measles igg performance does not claim 100% in terms of specificity or sensitivity. Without the quest performance data (sensitivity and specificity) and the lack of a third method, it is not possible to determine which result is correct between the two (2) methods. In conclusion, no product problem was identified for vidas® measles igg lot 1003910510/160213-0.